Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. It is likely that the balloon channel opening at distal end had foreign material because reprocessing was deviated from the instruction manual. The following is included in the instructions for use (IFU) and the following chapters described reprocessing procedures: -chapter 6 compatible reprocessing methods and chemical agents -chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope exhibited foreign objects at the balloon channel opening at distal end. There were no reports of patient involvement.